Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-25044. The pt has two leads with the same lot number. It was reported the pt is experiencing uncomfortable and ineffective stimulation. Reprogramming did not provide resolution. Diagnostics identified low impedance values. X-rays will be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.